Event description:
.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? How was the device opened? How was the device removed from the tissue? Was there any damage to the tissue? If yes, how was this resolved? Were the deployed staples formed? How was the case completed? What is the current status of the patient?

Manufacturer narrative:
(B)(4). Device not returned the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.